Event description:
The patient had two leads from unknown lot numbers. It was reported the patient underwent a trial implant procedure. During the procedure, the physician suspected a slight dural puncture. It was noted the patient did not report a headache postoperative. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.